Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, right side "rupture". Device was explanted.

Manufacturer narrative:
Laboratory analysis summary: the device related to the reported events rupture was received on october 21, 2024, with lot number 2666207. Based on the product analysis performed, the assessments of the codes are: ¿ rupture: observed a missing piece of shell assessed as inconclusive. As per the investigation procedure, non-penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right-side "rupture". The device has been explanted and replaced.